Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the testing results from the original manufacturing of the device indicates no deviations or anomalies. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device malfunctioned. Error messages were also received on the device. Attempts have been made and additional information on the reported event is unavailable.